Event description:
It was reported that during routine testing, they found that the handpiece had a loose stud. There was no case involvement.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount. However, the instrument activated properly when tested with a generator. The handpiece was disassembled and torn isolator was found in the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.